Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 50s mg/dl) and juice was consumed to treat bg. Customer initially suspected the pump basal iq was not functioning; however, after tandem technical support provided additional training, customer acknowledged the information. Upon follow up, customer reported that the low bg was due to too much insulin via basal delivery and reportedly, customer discussed this issue with a healthcare provider.